Event description:
Related to MFR report #: 2183959-2012-00583 and 00584. On (B)(6) 2007, a perigee prolapse repair system was implanted to treat ¿pelvic organ prolapse and stress urinary incontinence.¿ it was reported that, ¿after, and as a result of the implantation,¿ the pt, ¿suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue,¿ worsening dyspareunia and other injuries and that, ¿in or about (B)(6) 2012,¿ she required add¿l surgery and medical treatment due to the implanted mesh. Also reported were mental and physical pain and suffering, permanent disability, injury in her health, and strength, and debilitating injuries including hardening, chronic pain and recurring incontinence.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.